Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the right cheek with 1 ml of juvéderm® voluma® with lidocaine. The patient was also injected in the right cheek with 0.7 ml of juvéderm® volift® with lidocaine; the remaining 0.3 ml of juvéderm® volift® with lidocaine was injected in the left cheek. The patient was concomitantly taking topamax®. The patient was given ice to take home. At the time of the treatment, the patient stated no medical conditions; the patient only mentioned past filler as previous medical treatment (cheek filler, juvéderm® voluma®, at another clinic, for which the patient did not like the placement end result). The patient had ¿old lumpy filler in right tear trough¿. This filler was injected at another clinic. Thus, the hcp is unsure as to what was used in the area. The manufacturer of such device is unknown. The patient reported ¿no previous adverse event with filler¿. The patient was asked if the ¿eyelids are normally slightly puffy¿ to which the patient reported as a normal look. On the day of the treatment, the patient was ¿very happy with results¿. It looked even, and it helped with the red line on the right cheek under the eye that the patient was concerned about. The symptoms began the day after the treatment. The patient took ¿2x prednisolone - unknown milligrams from home¿, one on the day of onset and one the day after before attending to the facility for review. The patient had a ¿+++ reaction to filler¿, primarily in the left cheek. The left side ¿flared up the most¿. The event was further noted as ¿allergy tx¿. The face was ¿very puffy and fluidy¿. The patient had good capillary return. The skin was slightly pink. The eyelids were puffy, red, and ¿fluidy¿. The patient felt ¿like[the] body¿ was ¿rejecting the filler¿ and that the filler ¿moved down ¿the¿ neck?¿. The injector advised the patient ¿that this was likely to be fluid from the reaction.¿ patient stated to have disliked the previous juvéderm® voluma®, but never reacted as bad as this. On the same day, hyalase® was injected in the left side cheek. The hyalase® protocol was followed (1ml n/saline into vial then 4mls lignocaine to equate to 300iu/ml). The patient was given ice to take home. Patient was advised not to continue with filler treatments and to be cautious even with prp due to patient¿s history. The patient called later on that day wanting the right cheek hylased as the patient likes the treated left side better. The patient reported the face puffiness ¿already looking much better and settling well.¿ the injector highly recommended to wait until 2 days later to see how everything settled, but the patient insisted. Upon consulting with a physician, the patient was injected in the right cheek with ¿1x vial following hyalase protocol.¿ the patient was advised that they ¿will be bruised and swollen.¿ the injector ¿encouraged ++ ice on and off.¿ the injector also ¿hyalased old filler in tear troughs¿ while doing cheek as ¿this was initially overfilled and looked puffy¿. The patient was happy with this. The patient was scheduled to be seen 2 days later; patient was to be placed under led then, if any bruising. The patient got ¿arx range for skin and silk eye serum for under eyes¿ as the injector informed the patient that patient may feel a bit deflated. The patient wanted to get ¿more skincare anyway as they had run out.¿ the patient was advised not to start on that day, no retinol until all of the swelling has subsided. On that day, the consulted physician prescribed to the patient keflex and prednisolone. The patient was advised to take an antihistamine. Two days later, the patient attended for review. The patient¿s ¿facial swelling had subsided considerably, almost back to normal- even and symmetrical on both sides with some mild puffiness to eyelids- [patient] states this is normal and eyelids were slightly puffy before initial treatment.¿ there was no bruising. Led was not performed. The patient asked about botox, but was advised not to do any more injectable treatments until they get to know what is causing the allergies. ¿no to prp due to hx of melanoma and septicemia.¿ the patient was booked for follow up once antibiotics are finished. The hcp reported to be unsure if the event is related to juvéderm® voluma® with lidocaine and juvéderm® volift® with lidocaine. The hcp added, ¿[patient] has a significant history of allergies and facial swelling that was not disclosed¿ on the consult forms or the day of the treatment. Follow up has been performed multiple times with the patient and the hcp has noticed the patient to be ¿wearing the same old/dirty clothing for every appointment- not sure if there could be something more going on here- could be sleeping somewhere that is unclean post treatment causing infection or reaction?¿. The symptoms were reported as ¿possibly¿ life threatening, ¿if left untreated?¿. Hcp added, ¿unsure as I am not completely sure if it was autoimmune/allergy/ or infection? As [the patient] states [they have] a hx of septicemia requiring a 5 month hospitalization (not disclosed at initial treatment) I would say [the patient] immune system is lower.¿ the hcp noted that the patient stated that the doctors don¿t believe the patient and think the patient is making things up. The hcp believes ¿there could be a mental health component to [the patient¿s] history. No permanent damage has occurred. The face actually looks better than previously as old tear trough filler is now gone. The treatment provided was reported as required to prevent any permanent damage or injury; this was specified as infection and increased allergy response. The patient was reviewed a week after the last visit. The patient was happy. There was no bruising from hyalasing and the skin all back to normal. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00911 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine, also a device manufactured by allergan.